Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, and no delivery test. There was no motor error alarm noted. The motor passed the motor test. The insulin pump was received with cracked reservoir tube lip, case at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer reportes to have received two motor error alarms. Customer's blood glucose was 258 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.